Event description:
Customer reported to beckman coulter the generation of low sodium patient results for their au2700 clinical chemistry analyzer. The results were reported from the lab. There was no report of change to patient treatment. The customer stated the qc ran was within specification. This MDR reports the event that occurred on (B)(6) 2015.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the ise system. The fse found air in the buffer syringe and considered the sample syringe demonstrated slightly erratic function. The fse replaced the syringes along with the analogue board for dispense, and all ise electrodes. There were no further reports of issues. (B)(4). Associated mdrs: 9612296-2015-00048 and 9612296-2015-00051.